Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, the chronic implantable defibrillation lead exhibited high out of range shock impedance measurements after connected to this replacement implantable cardioverter defibrillator (ICD). The lead was surgically abandoned and a new lead was placed. Acceptable shock impedance measurements were observed with the new lead. No adverse patient effects were reported.